Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated while preparing the icm for an initial implant on (B)(6) 2026. No intervention was performed. Multiple attempts were made to interrogate the icm with all being unsuccessful. The icm was not used. There were no reported consequences to the patient.